Event description:
The customer reported that his blood glucose was 250 mg/dl when his insulin pump went into low threshold suspend, for which the limit was set for sensor readings of 65 mg/dl or lower. It was found the sensor was bent on the tip. The customer stated his issues with the sensor began on august 27, 2014. The customer had received multiple sensor-related alarms, including calibration errors and sensor errors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).please see medwatch report # 2032227-2014-37350.